Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose reaching 366 mg/dl after announcing meals as ¿less than¿ and submitting an additional announcement while glucose was in the high 300s; the agent provided troubleshooting and education that such announcements signal smaller meals to the ilet and could result in inappropriate dosing and subsequent risk of lows. Symptoms included tingling in the feet. Outcomes included no hospitalization, no professional medical intervention, no backup therapy, and no steroid use, with glucose trending down after the call. Investigation included customer interview, complaint handling, and troubleshooting with user education. Investigation of this case revealed user technique and understanding of meal announcements as contributory, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.